Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was damaged. It was further reported that the patient "could not detach from the device due to a broken roller clamp". This issue occurred during use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to g5: PMA/510k #: k192705 (previously submitted as k152675). Additional information: h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.